Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of event was unknown. It was unknown whether the patient was hospitalized for the event. On an unknown date, the patient began treatment with vancomycin (2 grams, every fourth day, route not reported), fortum (1 gram, daily, route not reported) and heparin (25000 iu [0.05ml dose, every third bag intraperitoneally) for the event. The action taken with dianeal therapy was not reported. The outcome was unknown. Additional information is not available.